Event description:
Tubing for non-invasive lower arterial vascular study was plugged into IV line port instead of cuff tubing on right arm. Inflation process was begun. But for the slide clamp on the ib tubing, a major air embolism and pt death would have occurred.